Manufacturer narrative:
Product analysis: analysis confirmed customer complaint. While booting, a message appeared on the screen "remove object touching screen". There was an x/y board defect. The plastic anti-slip layer is ripped off the label of the radiofrequency (rf). The cable of rf head is worn, but interrogation was possible. The stylus was broken, but still working. X/y board replaced with salvage part. Label and cable of rf head was replaced. Stylus was replaced. Touch screen was calibrated. Hardware and software updated. Device was cleaned, and passed all electrical and final functional system tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had turned off suddenly. The programmer was expected to be returned for service. No patient complications have been reported as a result of this event.